Event description:
While preparing for peripherally inserted central catheter (PICC) line insertion, after the packaging was opened, it was noted that the alcohol swabs for prepping site were dry. Although the foil packaging was intact, the swabs were all dry. Once the introducer was placed and the catheter inserted, the forceps were noted to not grasp the catheter. The tips were bent in such a way that they did not meet.